Event description:
It was reported that an edwards' aortic pericardial valve was explanted at implant due to "leaking and regurgitation on the echo", and replaced with another edwards pericardial valve. No additional information was provided by the healthcare provider and reporter, despite multiple follow-up attempts.

Manufacturer narrative:
Evaluation: method = device not released for evaluation. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-up attempts with the surgeon and the healthcare provider, no additional information was provided such as operative details and observations, or device condition when explanted. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event. Additional investigation and reporting will be performed once additional information is provided.

Event description:
On (B)(6) 2012, edwards was contacted by hospital risk management indicating device is available for return as well as patient and surgery records. The received operative report of (B)(6) 2011 indicates, "[subject valve] replaced because of significant intra-valvular ai on transesophageal echo coming off-pump with a 21 mm paramount edwards valve-visual inspection of the explanted valve failed to reveal any leaflet defect or perforation. The cause of the ai is perhaps a leaflet geometry defect or leaflet prolapsed induced by deformity of the prosthetic valve annulus due to heavily calcified and nonpliable nonsymmetric native annulus." The operative details also indicate, "we carefully opened the aorta with a knife cutting through the plaque of calcium and there was no end to the plaque that would allow us to decalcify the aorta safely. We therefore decided that we could perhaps proceed with the operation and carefully suture that area with pledgeted sutures for aortotomy closure. The [native] valve was a heavily calcified bicuspid valve with calcification extending into the anterior mitral leaflet that was decalcified...[after implant of the subject bioprosthesis] transesophageal echo interrogation of the valve showed severe ai that was not perivalvular, but, within the valve itself and appeared central; no specific leaflet pathology could be identified. However, we decided to rearrest the heart and inspect the valve and perhaps remove a corner stitch that was used to close the aortotomy close to the annulus which we thought could have deformed the valve. We did so and inspected the valve; again, there was no problem with the valve that we could see and re-closed this time using smaller bites in the corner closure of the aortotomy near the annulus. However, there was no significant decrease in the severity of the ai. So, we rearrested the heart for the third time and this time, we decided to explant the valve."

Manufacturer narrative:
Evaluation summary: as received, the entire sewing ring is missing and leaflets are readily detachable from the frame. The wireform was significantly deformed with commissure 2 noticeably pulled outward, which partially contributes to the large central gap of the valve. All three leaflets are somewhat translucent and rigid indicating the valve has undergone substantial prolonged dehydration before it was received. Therefore, it is not feasible to perform an in-vitro functional evaluation for this particular valve. Intraoperative echo imaging cds were received and evaluated by edwards consultant, and results indicate as follows: "(B)(4) 2011 (B)(4), pre-pump: the aortic valve is a native valve with a tricuspid root. The valve is heavily calcified and diffusely thickened, consistent with severe aortic stenosis. There is mild ar. Based on a transgastric window, mean and peak aortic gradients are 28 mm hg and 52 mm hg, respectively (vmax 3.6 m/s). The left ventricular (lv) cavity is small and hypertrophied, with normal overall lv systolic function. (B)(4) 2011 (B)(4), post pump #1: a bioprosthesis is present in the aortic position but poorly visualized. The valve leaflets are not visualized. There is significant (at least moderate) ar. Images #27 and 28 (at 131°) show (in motion) an ar jet with an origin at the junction between the anterior sewing cuff and the basal interventricular septum, and with jet characteristics (eccentric jet directed diagonally into the lv outflow tract) strongly suggestive of a paraprosthetic origin. No moving image is acquired showing the ar jet in short axis. (B)(4) 2011 (B)(4), post pump #2: a bioprosthesis is noted in the aortic position, but not well visualized. The lv cavity is small and appears under-filled. Impression: there is substantial ar after the first pump run. Bioprosthetic valve leaflets are not visualized; and there is no interrogation of ar in short-axis, which would be necessary to definitively establish the jet origin. However, available images strongly suggest a paraprosthetic (anterior) origin of ar." Although the condition of received device does not allow an in-vitro functional evaluation, edwards' review of manufacturing records confirms this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to this explant. As indicated in the operative report of (B)(4) 2011, it is possible that the reason for the detected aortic regurgitation, and ultimately the explant, is related to deformity of the prosthetic valve due to the heavily calcified and non pliable non symmetric native annulus of this patient.